Manufacturer narrative:
This report is submitted on may 17, 2023.

Event description:
Per the clinic, the patient experienced discomfort and headache with external device use. Subsequently, the patient was treated with oral antibiotics on (B)(6)2023 (duration not reported).